Event description:
A hospital in (B)(6) reported via a distributor that the heater wire pins of 10 rt340 adult dual heated evaqua breathing circuits were damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: 10 complaint rt340 breathing circuits were returned to fisher & paykel healthcare (fph) (B)(4) for inspection. The inspiratory and expiratory limbs were performance tested. Results: visual inspection revealed one complaint rt340 device to have a hole on the evaqua limb, about 11 cm away from the patient end connector. Full insertion of the heater wire pins of the inspiratory and expiratory limbs with the heater wire adaptor was: achieved for 1 complaint rt340 device. Not achieved for 9 complaint rt340 devices due to bent and/or split heater wire pins on the inspiratory and/or expiratory limbs. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. The hole found on the evaqua limb appeared to have been caused by being punctured or scratched with a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms;